Event description:
It was reported that the patient received inappropriate shocks due to paroxysmal supraventricular tachycardia. Defibrillation threshold testing was planned and possible ablation procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.